Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report. Medical records and x-rays were not provided to stryker for review.

Event description:
It was reported that the arthroplasty was revised due to femoral loosening. The acetabular and femoral components were revised. The components were implanted in situ for 0.4 y.